Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified mid left anterior descending (lad) artery. The patient presented with an st elevated myocardial infarction. A 2.75 x 33 mm xience alpine stent delivery system could not cross the lesion and during removal, there was resistance and the stent implant dislodged. An nc trek balloon catheter was advanced to the stent in an attempt to deploy in the lesion; however, it could not go through a previously placed stent in the proximal lad so the xience alpine stent was implanted inside the previously placed stent. A 2.75 mm unspecified stent was deployed in the mid lad to successfully complete the procedure. The patient is fine. There was no clinically significant delay in the procedure. No additional information was provided.